Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2017 due to a broken 12 hole 3.5mm locking compression (lcp) reconstruction plate. The plate was discovered to have been broken through an x-ray taken on an unknown date. The date of the original clavicle open reduction internal fixation (orif) was (B)(6) 2017. The plate was removed with no delay in surgery or reported harm to the patient. This is report 1 of 1 for (B)(4).